Event description:
The patient received an scs system, including a surgical lead, on (B)(6) 2010. The patient reported feeling slight abdominal tenderness and cramping immediately following the procedure. Over time, the patient alleged, the pain in her abdomen became progressively worse. As the physician suspected the implant space was too small, a second laminectomy procedure was performed at t10 and t11 and the lead was repositioned. Follow up on the patient found that her symptoms have subsided since the second procedure. As the products remain in use, no return is expected.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.